Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
As received the implant coil was found damaged and stretched with the polypropylene filament intact. The coil was also detached from the pushwire, which was not originally reported. The pushwire was found broken into two segments at the proximal end but retained together by the release wire. The release wire was found pulled back. The coin was not found located against the lumen stop and the shield coil was found present. All other subassemblies appeared to be normal and no other anomalies were observed. Follow-up conducted for additional complaint details based on the returning in a detached condition, however no information has been received. It is possible that the implant coil detached subsequently to the coin pulled back from the lumen stop; however, the customer did not report the detached implant coil. It is possible that the implant coil became damaged and detached during shipping back to medtronic for evaluation. All coils are 100% inspected for damages and irregularities during manufacture.

Event description:
Medtronic received information that during coiling treatment of an intracranial aneurysm, there was a fracture found in the proximal segment of the pushwire upon removal from the protective sheath. The device was not introduced in the patient. Another coil was used and the procedure completed successfully. No patient complications were reported. Based on the device evaluation found the implant damaged and stretched with the polypropylene filament intact but detached from the pushwire.

Manufacturer narrative:
Based upon the updated information, the reported event would not meet further reporting requirements as the device detached while cleaning it for return. If information is provided in the future, a supplemental report will be issued.

Event description:
New information received that there was no premature coil detachment during the procedure. The coil detachment was due the manipulation in the re-sterilization process which was performed in order to send back the device for evaluation as clean as possible.